Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received out of range notifications after turning off the out of range alarm feature. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.